Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A technical support specialist confirmed that the issue was resolved; however, no further details were provided. By either a local team or a bd employee in accordance with the knowledge article ka 000009481, titled "resolved issue - non-specific resolution". The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the main drawer 2.1 failed despite multiple attempts to recover. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.